Event description:
Caller reported cartridge alarm 20, which did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as a backup therapy while awaiting the replacement pump, and technical support sent instructions on storage mode and shipping procedures for returning the malfunctioning pump, which the caller understood and acknowledged.